Event description:
Additional information received from the patient reported that if the burning/itching sensation at the battery implant site continues that they will contact their health care provider. They reported at the time it was just a bother and that the unit was working great.

Manufacturer narrative:
.

Event description:
The patient reported that their skin burned and itched right over the battery site, but it didn't over the lead incision site. The patient was putting topical cream over it. It was not red or swollen. This had started in (B)(6) 2015 before the incision healed. The patient was redirected to their healthcare provider (hcp). Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.